Manufacturer narrative:
The results of the investigation concluded that a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. Tearing in the seals is consistent with damage during use. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record.

Event description:
During an ablation procedure, an air leak occurred. During aspiration, air was noted at the extension port of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.